Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 432 mg/dl and moderate ketones; cause was unknown. The customer administered a manual injection of insulin and change supplies prior to going to the ER in an attempt to treat bg. Customer was treated with intravenous fluids of saline, insulin, zofran and gravol to address the elevated bg. Customer was discharged (B)(6) 2024. Customer reverted to an alternate method of insulin. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation performed.